Event description:
The customer received a complaint from a pt, alleging injury from the heat wrap product, supplied by customer. This product was sold by us, mediheat, inc. Pt is alleging to have rec'd a second degree burn on the lower right side of their back and pt sought medical treatment for their injury. Add'l info was requested from the complainant. Instead, the customer rec'd a letter from an attorney.